Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Right ventricular (rv) lead impedances had gradually increased and high out of range shock impedance measurements have been reached. Technical services (ts) was consulted and recommended possible evaluation options. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Right ventricular (rv) lead impedances had gradually increased and high out of range shock impedance measurements have been reached due to calcification. Technical services (ts) was consulted and recommended possible evaluation options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received, and the ICD was explanted, while the rv lead was surgically abandoned. No additional adverse patient effects were reported.